Manufacturer narrative:
Results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5215770. Conclusion: an absolute root cause for this incident cannot be determined.

Event description:
It was reported that 23 g x .75 in. Bd vacutainer® push button blood collection set with 7 in. Tubing and luer adapter leaked from a lengthwise slit during blood collection. The leakage went on the bed and floor. No mucous membrane exposure. No serious injury, no medical intervention.